Manufacturer narrative:
This is the same event as 3010536692-2015-00328.

Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris (right). Revision njr index no: (B)(4).